Event description:
A patient reported experiencing inaccurate erratic results with a one touch profile meter. The patient's blood glucose results were 97, 190, 133 and 97 mg/dl. Tests were done within 10 minutes. Patient is using expired control solution and has been cleaning meter incorrectly. Patient did not experience any adverse events. No further information has been reported.